Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed high pressure. The event occurred while in use with patient. There was no patient harm reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device alarmed high pressure. The review of event log found "high pressure" alarms and could not replicate. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the uso seal contamination. The complaint of, device alarmed high pressure, cannot be confirmed through, delivery accuracy test, dso/uso test, and detection activation pad test. The uso sensor calibration was performed and passed all testing criteria during performance verification testing.